Event description:
It was reported that a patient underwent an atrial fibrillation - paroxysmal ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and post procedure the bwi product analysis lab identified that the hemostatic valve was broken inside the hub. During the procedure, the physician perceived that the rotating collar of the sheath was more stiff/rigid than usual in the deflection mechanism. It is difficult to rotate to deflect the tip of the device. A second device was used to complete the operation. There was no adverse event reported on patient.

Manufacturer narrative:
The product investigation was completed. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and deflection test of the returned device were performed. Visual inspection revealed the hemostatic valve broken inside the hub. A deflection test was performed, and the device was deflecting within specifications. No deflection issues were observed. Additionally microscopic examination of the hemostatic valve and silicon ring surfaces showed stress marks on the outer diameter. The stress marks and physical damage observed suggest that excessive force manipulation was applied. A device history record evaluation was performed for the finished device number: 60000455, and no internal actions related to the complaint were found during the review. The catheter stiffness issue reported by the customer could not be replicated during the product investigation. However an unrelated issue with the hemostatic valve was detected. The potential cause of the hemostatic valve broken could be related to the manipulation of the device during the procedure, however, this cannot be conclusively determined. The instructions for use (IFU) contain the following recommendations: se best practices for inserting or retracting any device at the hemostatic valve. Monitor any potential air entrapped and completely aspirate any observed air out of the side port. As part of johnson and johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This product complaint will be addressed through the quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).